Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted to the patient via v-p shunt on an unknown date with an unknown setting. The operator could not change the pressure setting with the programmer. The operator tried to change the pressure with neodymium and still it could not change the pressure setting. The valve was removed on (B)(6) 2021 and endoscopic third ventriculostomy (etv) was performed. The patient has recovered. No further information was provided by hospital.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim valve was returned for evaluation. Device history record (DHR) - product code 82-3842 with lot cjbcw3, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; it was noted that the silicone was cut/torn around the siphon guard and siphon guard and unitized distal catheter were separated from the valve, and the stator was dislodged. The valve could not be program tested due to the dislodged stator. The valve could not be leak tested due to the damaged silicone housing. The valve could not be reflux tested due to the damaged valve. The siphon guard could not be tested due to the siphon guard being returned broken. The valve could not be pressure tested, due to the cam sitting on the spring. Marks in the siphon guard were noted, also bump marks were noted in the valve casing, and corrosion was noted on the stator. The cam magnets were controlled and magnets failed. The root cause for ¿couldn't change the pressure setting by the programmer¿ as reported by the customer is due to the dislodged stator.the root cause for the stator dislodging is due to the valve receiving a hard knock and the corrosion. The root cause for the bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to "csf". The valve has been implanted for at least 8 years. The root cause for the cut/tear in the silicone housing and the marks in the siphon guard noted during the investigation, is probably due to wrong handling, as noted in the "IFU": silicone has a low cut/tear resistance. Do not use sharp instruments when handling the silicone valve or catheter, use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the "IFU", ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a "MRI" procedure.

Event description:
N/a